Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. The patient noted that the device was not fully inflating. A hole was observed in the right cylinder causing fluid loss. All components were removed and replaced. There were no patient complications reported.